Event description:
It was reported that patients implantable pulse generator (ipg) had shifted as patient had loss weight. The patient underwent an ipg replacement and a pocket revision procedure. The patient was doing well post operatively. The explanted device will not be return as it was release by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.